Manufacturer narrative:
The device was rejected at surgery due to surgical complication. Aside from damage sustained during attempted implantation, no other anomalies were identified with the returned device. This report is submitted on august 28, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [77268 -device analysis report.pdf]

Event description:
Per the clinic, it was reported that during initial implantation surgery performed on (B)(6) 2017, the surgeon attempted initial insertion of the electrode array; however, the insertion was unsuccessful. Subsequently, the surgeon attempted to reload the electrode using the sheath; however, in doing so, the sheath was damaged. The implant was discarded as a result, and the surgeon used a the backup device. The surgery proceeded and the patient was successfully implanted. There was no reports of patient injury associated with this event.